Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the valve was explanted at implant due to paravalvular leak, patient was discontinued from cardiopulmonary bypass (cpb). Valve was discarded at site. Patient is reported as stable.

Manufacturer narrative:
Device history review. Additional manufacturer narrative - device explant at implant is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, the surgeon indicates the explant is not due to a malfunction of the device but a paravalvular leaked that was later corrected by further debridement of the aortic annulus and replacement of the valve with a mechanical device. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus . The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.